Event description:
It was reported device damage during deployment occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral venous access was obtained. A watchman access system (was) was positioned at the laa and a 35mm watchman flx closure device and delivery system (wds) were advanced and positioned in the laa. During deployment of the closure device, the hemostatic valve could not be closed with the 8fr venous femoral sheath, and the physician increased the force applied on the system. This resulted in the was to kink causing the closure device to deform but then was able to be corrected and implanted. The procedure was concluded with no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system (was) was analyzed, and the reported event of sheath kink was confirmed. Device analysis consisted of visual inspection of the device which revealed kinks in the sheath 3cm and 23cm proximal of the tip. Microscopic examination revealed no other damage or defect. Media was received and reviewed by a bsc quality engineer. A photo that was received depicts the sheath kinked in the distal end confirming the reported event. The investigation concluded that the reported events and observed damage likely occurred as a result of factors encountered during the procedure.